Event description:
The customer reported the images are grainy during cine and fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. (B)(4).